Manufacturer narrative:
H3: one device was returned for analysis. The service history review identified that the device had not been serviced in the last 12 months. The initial customer issue was confirmed, however, upon further investigation, a buckled upstream occlusion (uso) seal and defective downstream occlusion (dso) sensor were found. The uso seal and dso sensor were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for top of the battery compartment was cracked, and the rightmost battery stabilizer was missing. Additionally, the keypad and lens pad were worn and faded. During device evaluation, a defective downstream occlusion (dso) seal and buckling upstream occlusion (uso) seal were identified. There was no patient involvement.